Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the patient and stated that they were having some issues with their device, they mentioned that it wakes them up during the night. They stated that the past 3 nights they had been having issues with the device waking them up during the night where they suddenly feel vibrating really hard and hurts. They have had to jump off the bed and turn it all the way down and the first night they even turned it off. It only happens when patient is in a certain position in bed like when they turn over in their sleep. During the day they have to keep it at 2.5 or 2.6 but at night they turn it off or decrease amplitude because it was too intense and patient wanted to know if it was acceptable to keep doing so. Therapeutic effect was less effective when they decrease amplitude. Recommended patient discuss their symptoms with their managing healthcare provider (hcp) and reviewed expectations regarding positional changes to stimulation sensation and programming options. Patient has an upcoming follow up appointment with managing hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.